Manufacturer narrative:
Asku - asked but unavailable. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returning for evaluation as it was discarded at the customer's site; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed from the patient's eye due to capsule tear after being fully implanted. It was noted that patient has posterior subcapsular polar cataracts. It was stated that there was no product quality issue, patient doing okay post-operation. Account indicated that there was suture performed followed by vitrectomy with retina specialist. The suspect product was discarded. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted in initial report MFR report number 3012236936-2022-02289, in section b5 that "lens was removed due to capsule tear". But actually it was reported as "capsule tear/collapse" instead of capsule tear only. Also, in initial report section h6: health effect clinical code, this was coded as capsule collapse only since it was the more conservative code than capsule tear. Therefore, this report is submitted to correct this. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 3, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.